Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. The device was visually inspected and found in good physical condition. A review of the alarm log and a power on self-test revealed an f-94 alarm. The reported condition of an unspecified alarm was identified as the f-94 alarm. The cause of the alarm was determined to be due to a discharged battery. To correct the issue the battery was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flogard infusion pump experienced an unspecified alarm. There was no patient involvement. Additional information was requested and is not available.